Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Claim letter received stating patient is compensation for alleged elevated ion levels. Update rec¿d 02/13/2017 - litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from pain.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update jun 13, 2017: legal medical records received. In addition to what was previously reported, litigation alleges psuedotumors around both hips, chronic infection due to metallosis and mobility issues. After review of the medical records, there is no new information that changes the reportability decision. It was stated that the patient had a revision on apr 25, 2017 but no revision notes were provided. No laboratory values provided for the previously alleged elevated metal ions. This complaint was updated on: jun 22, 2017.

Manufacturer narrative:
Claim letter received stating patient is compensation for alleged elevated ion levels. Update rec¿d 02/13/2017 - litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from pain. Complaint was updated 02/28/2017. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head and/or liner. Per procedure, this device is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combination. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.